Event description:
Could not detect mapping catheter. There was a "200 m" error message. The techs changed the handle. Then they changed out the catheter with a new one and the problem was resolved. No harm came to the patient.